Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens discomfort and monovision. The lens was exchanged with a same length but different power lens and the problem was resolved. The cause of the event was reported as a patient related factor and the device did not fail to perform as intended.